Event description:
Caller reported a cgm error 42, indicating an issue with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and after following these instructions, the caller successfully started their sensor session without encountering the error again.